Event description:
As reported from our affiliates in australia, approximately 1 year 9 months post transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, device code) and h10 (provide narrative/data). Additional information received via medical records revealed the patient's 29mm sapien 3 valve had presented with mild to moderate paravalvular leak (pvl). In addition, the patient developed severe mitral valve regurgitation. As the patient required an open-heart surgery to resolve the severe mitral valve regurgitation, a decision was made to also explant the 29mm sapien 3 valve and replace it with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve explant and valve regurgitation (paravalvular or transvalvular) are listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was confirmed based on medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "approximately 2 years after the procedure, the valve was explanted, and a 25mm carpentier - edwards perimount magna ease aortic valve was implanted instead." Additional information was provided indicating the transcatheter heart valve (thv) was explanted due to "mild to moderate paravalvular leak but main reason was because of severe mr which needed operative intervention." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of the medical records confirmed progressive valvular disease as indicated by development of severe mitral regurgitation in addition to aortic pvl. Disease progression could have influenced the biomechanics of cardiac function, causing morphological changes in the aortic valve (cardiac remodeling) and thus, resulting in the paravalvular leak. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.